Manufacturer narrative:
Evaluation results: failure to follow instructions - (balloon inflated above burst rate). Evaluation conclusions: failure to follow instructions - (balloon inflated above burst rate). Conclusion not yet available- (evaluation in progress). (B)(4).

Event description:
Evaluation summary: the device was returned for analysis. The device returned in two sections. The distal section of the device remained in the returned guide catheter. The proximal section of the device was severely kinked in a number of sections. The proximal section of the device was kinked at 28cm, 51.5cm and severely kinked at 81cm distal to the strain relief. Analysis of the distal section was limited as the distal section of the device could not be removed from the guide catheter. The guide catheter was cut in order the free the remainder of the device. The balloon appeared damaged and flattened. The balloon damage may have been due to the attempt to remove it from the guide catheter. The distal shaft appeared slightly stretched.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology) ¿ severe tortuosity and severe calcification. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ severe tortuosity and severe calcification. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use 1 sprinter legend balloon (2.00mm x 30mm) to treat a severely calcified lesion in the lad with severe tortuosity; the balloon was inflated to 20 atm (over rbp). The balloon could not be deflated, got stuck inside the gc and detached. The procedure was completed with another device and no health hazard was occurred to the patient. No clinical sequelae were reported.